Manufacturer narrative:
Mentor received additional event information via medwatch number mw5097348 that the patient also experienced extreme fatigue and bilateral swelling and redness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: according to the information received, the patient experienced autoimmune disorder. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 495cc returned device. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants.¿ based on these reports, product evaluation is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6891393 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. At the time the device was received, there was no adverse event related to the device. The analysis has now begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast reconstruction with 495cc mentor memoryshape breast implants experienced autoimmune disorder of graves disease and systemic issue of hepatic fibrosis post-operatively. The patient had undergone explantation on (B)(6) 2020 and replacement with unspecified breast implants on (B)(6) 2020. The patient initially reported experiencing right-sided implant rupture and right-sided late-onset seroma postoperatively, and this adverse event was reported under manufacturer report number 1645337-2020-08849. This medwatch report is for the left-sided implant.